Event description:
A triple channel baxter colleague pump failed while in use during a cardiac surgery procedure. The pump had been running on the patient for some time and then suddenly all three channels went into failure. The anesthesiologist states he attempted to turn off the pump when the alarm sounded and the failure was detected, but noted that he could not "turn off" the pump. He then ordered another infusion pump for immediate use. After a new triple channel pump was located, the anesthesiologist removed the tubing from each of the three channels. In the process of removing the tubings from the failed pump, the anesthesiologist noted a significant hypotensive event and checked the three infusion lines and discovered that the three infusion lines (one with nitroglycerin, one with propofol, and one with dopamine) were all running freely and the blue slide clamp on the administrative tubing set was in the open position allowing unimpeded flow. The anesthesiologist shut off all three infusion lines using the stopcocks at the cvp insertion site. We noted that the roller clamp located downstream of the infusion pump was not closed when removing the tubing as it was assumed that the blue slide clamp was closed automatically by the pump. The patient was stabilized following the transient hypotensive event.